Event description:
Device 1 of 5. Reference MFR. Report# 1627487-2015-20046, reference MFR. Report# 1627487-2015-20047, reference MFR. Report# 1627487-2015-20048, reference MFR. Report# 1627487-2015-20049. Further follow up identified one of the patient's supraorbital lead was explanted and replaced with a new one. Additionally the migrated occipital lead was repositioned during the surgical intervention. Reportedly, the patient has effective stimulation post operatively. The lot no. For the explanted and the repositioned lead is unknown. Therefore, all the related devices are being reported.

Event description:
Device 1 of 5. Reference MFR. Report# 1627487-2015-20046, reference MFR. Report# 1627487-2015-20047, reference MFR. Report# 1627487-2015-20048, reference MFR. Report# 1627487-2015-20049. It was reported the patient experienced autoreduction through her scs system. Diagnostics determined invalid impedances on one of the supra orbital lead (off - label). X-rays showed one of the occipital lead (off-label) has migrated. Surgical intervention will be taken at a later date to address the issue. The patient received 2 supra-orbital leads ( off- label) and 3 occipital leads(off-label). It is unknown which lead is related to the issue. Therefore, all of the possible devices are reported.

Event description:
Device 1 of 5. Reference MFR. Report# 1627487-2015-20046. Reference MFR. Report# 1627487-2015-20047. Reference MFR. Report# 1627487-2015-20048. Reference MFR. Report# 1627487-2015-20049.

Manufacturer narrative:
Corrected data: device 1 (model 3169; lot no: 4702619) was inadvertently reported in MFR. Report# 1627487-2015-20045. The device was never implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history